Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6). Batch: 7075486/7075536 UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) explant procedure due ipg position and discomfort. The patient was doing well postoperatively. Explanted device was not returned.